Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received off no power alarm. The customer reported that the off no power alarm occurred without low battery alert. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that the battery was not previously used. The customer stated that there were no unattended alarms. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will not be returned for analysis.